Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was currently experiencing withdrawal, with symptoms of increased baseline pain. The patient ended up in the hospital. The patient did not hear any alarms. The patient had a ¿very bad morning¿ with the withdrawal. Currently, the patient felt a little better and the hospital recommended oxycontin to give him some relief. It was stated that the hospital ¿made him comfortable¿ at 2:30am and the patient¿s wife came to pick him up at the hospital. Currently, the patient didn¿t want to drive to the hospital. It was stated that ¿my decision is, I¿m finished¿. The patient was ¿making it through¿ the withdrawal so far. The patient was going to try to go to the pharmacy to pick up the oxycontin. The patient¿s arms were moving, he couldn¿t sleep, he couldn¿t sit still and had a little bit of vomiting. It was also reported that x-ray and fluoroscopy was currently used at each refill to find the port. However, the patient¿s skin was very tight and ¿it¿s not needed, you can feel it¿. It was noted that the refills were approximately every month. It was stated that the pump worked. The last refill occurred no more than 2 weeks prior to this report. The patient had a refill appointment scheduled for (B)(6) 2014. It was noted that the doctors wanted to give the patient ¿the pills¿ now and he was ¿finished¿. It was noted that the patient currently had bronchitis. The device system was used to deliver morphine. It was later reported that the patient experienced flu-like symptoms. The patient was ¿not doing well¿. The patient was going see a healthcare provider (hcp) on (B)(6) 2014. The patient¿s doctor gave him oral medication, but they didn¿t seem to be doing anything. The patient could hardly walk to the bathroom. It was noted that the patient had been in the hospital 3 times. It was later reported that the pump went empty and withdrawal started approximately one week prior to (B)(6) 2014. The patient was given a pain patch for 72 hours. The patient was ¿living in hell¿. The patient had transportation arranged for a refill appointment on (B)(6) 2014, but the transportation arrangement ¿fell through¿. The patient couldn¿t see straight. Please see manufacturer report # 6000030-2014-00064 for information regarding previous hospitalization.

Manufacturer narrative:
(B)(4)